Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. (B)(4).

Event description:
A customer reported a patient who had (prk) photorefractive keratectomy enhancement on the left eye, is not happy with her distance and computer vision, at the three month post op visit. Patient was also noted as having headaches. Patient was offered to have an enhancement done in the right eye to make both eyes good for distance. At this time, patient is considering the options and no additional procedures are planned.